Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v266139, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was seen in the hcp¿s office on (B)(6) 2016 and a scan was completed to ¿determine if the lead was in the right place¿ because ¿the lead had potentially migrated.¿ it was noted the patient went back on (B)(6) to do another test, and they could not confirm whether the lead was in the right place. It is unclear what date the patient went back for the test and when they could not confirm the lead was in the right place. The patient underwent a procedure on (B)(6) 2017 to replace the ins and lead. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.